Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported steps to silence the alarm using the tablet were reviewed. It was stated the pump will not be replaced until (B)(6) 2019 and inquired if pump should permanently be shut off. It was reviewed that the decision was up to the healthcare professional (hcp). The pump off password was provided per request. No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative (rep) reported that a healthcare professional (hcp) initially reported the event to them. It was noted the patient was seen at hcp ¿s office after being referred there by the np at their pain management office. The patient was seen the following the np consult which did not interrogate the pump. Upon interrogation by rep and hcp, it was confirmed that the pump was in motor stall. After speaking with technical support, the doctor decided to stop the pump permanently and was given the code. The pump was explanted/replaced and returned for analysis. It was noted that the cause of the motor stall was not determined. When asked for resolution, it was noted that a new pump was implanted. The patient's weight was 160 pounds. It was noted the information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported a motor stall was seen at initial interrogation and it was unknown if the patient recently had a magnetic resonance imaging (MRI). It was stated that the patient noticed his pump alarming yesterday ((B)(6) 2019) and today ((B)(6) 2019) noted they were having withdrawal symptoms. The patient attempted to use their bolus and noted a 8476 code (motor stall). The patient went to the clinic and was seen, but no one interrogated the pump to check the pump status. The rep was asked to go see pump surgeon. The patient did not believe the pump was exposed to electromagnetic imaging (emi) or magnets, but would confirm that. Pump replacement, programming to minimum rate, cover patient with non-pump medication, if explanted/replaced pump return to manufacturer was recommended, and to have the healthcare professional (hcp) check the pump status was all reviewed. It was noted as a sudden change in symptoms. The event date was (B)(6) 2019. No further complications were reported/anticipated.